Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation. No assignable cause was provided during product evaluation. This pump is a baxter owned device and will not be repaired.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 808:02. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.